Event description:
It is reported that the flexible driver broke during surgery in hard bone in the acetabulum.

Manufacturer narrative:
Eval: results/conclusion. As returned, the driver is fractured in the spring position. Potential field age is unk as lot number is not known. The situation could be due to (but not limited to): excessive force that may have been applied during usage, continued operation of the drill after it was stuck against the hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, low speed/high torque of operation. Without further surgical information, however, an exact cause of failure cannot be determined. No lot number was provided; therefore, device history records could not be reviewed.